Event description:
Corneal ulcer. I have been using amo's moisture plus for sometime and take great care to use the product and my lenses as prescribed e.g., removal each evening. I had an initial irritation to my left eye on may 8 that was diagnosed as pink eye and rec'd an antibiotic -alcom's tobradex for it. The irritation re-emerged fifteen days later, and I once again stopped wearing my contacts and using the antibiotic previously prescribed. By three days later, the tearing, light sensitivity and inflammation led me to go to another urgent care facility, where corneal damage was noted. A prescription for vigamox was given until the ophthalmologist could see me later that day. That afternoon, prescriptions for vancomycin and tobramycin were added. It was still unclear that caused the ulcer. I went to ucla the next day and was prescribed voriconazole oph solution 1% to be added. As of four days later, the eye appears to be improving, but it is not yet clear if permanent damage has been done in terms of vision impairment.